Manufacturer narrative:
Patient information has been requested, but not provided. A medtronic field service engineer visited the site (B)(4) 2016 and confirmed the reported issue: battery critical error messages on (B)(6). Logs show voltages ok prior to (B)(6) then low the morning of (B)(6). Found one pair of batteries reading below normal voltage. Replaced all motion batteries since they were from the same lot. Field service engineer returned on 4/22/2016 because the system still displayed "battery critical error" - low voltage on 1 pair of batteries at j7. Found intermittent connection within wiring harness. Once the harness is touched voltages return and stay normal. Replaced motion battery harness. Replacing motion battery harness resolved the issue. Suspect battery harness was returned to manufacturer 4/27/2016, but analysis has not yet been completed.

Event description:
A medtronic representative reported that during a spinal fusion case the o-arm showed a critical battery error and then shut down. They were able to restart the system and successfully take a spin. Rep was unsure if the outlet the system was plugged into overnight was a working outlet. System is now plugged in and charging with the line power light on. The surgery was successfully completed with use of the o-arm. No harm to the patient.

Manufacturer narrative:
Patient information provided. The battery harness was returned to the manufacturer for analysis. Continuity testing between j7 pin 18 to b2+ was continuously reliable while manipulating the harness. No open was observed. Connection between j7 under test, and j7 in lab environment demonstrated secure connection. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.